Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes and oversensing due to noise were observed on the right atrial (ra) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
Additional information received indicated additional episodes of noise resulting in automatic mode switch episodes and oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was reproducible. Ra lead insulation damage was alleged, although it was not confirmed. The physician resolved the event by reprogramming the device. The patient was in stable condition.